Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 8 am with a blood glucose level of over 600 mg/dl, diabetes ketoacidosis hyper glycemia, and vomiting. The customer was in the intensive care unit for four days and was still in the hospital at the time of the report. The customer was not using the insulin pump fora week before her hospitalization. She stated she discontinued use of the insulin pump because her infusion set detached in her sleep, and she ran out of supplies. The customer attempted to resume insulin pump therapy once she was in the hospital, but believed the insulin pump was not working properly. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.